Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(4) 2011 during drain cycle 2. The patient's drain volume was 3651ml. The fill volume is of 2000ml; this meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intraperitoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain-one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4). Additional information: baxter product surveillance attempted to contact the nurse on (B)(6) 2011. According to the receptionist, the nurses were currently unavailable. A detailed message was left to notify the nurse of the iipv. Product surveillance advised to have the nurse call should she have any questions. The receptionist also stated that the patient has not been with them since the beginning of the year. No further. Information is available.